Event description:
It was reported that the patient needed to be reprogrammed. The patient had become more rigid in the past year prior to the date of this report. The patient was up and moving and doing great and then all of a sudden would get so rigid she could hardly walk. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v439082, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v439082, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).